Event description:
It was reported that bd¿ syr syringe 5ml ls 23x1 dn india bp had resistance in the syringe when loading fluids. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: DHR reviewed for affected lot 16d1381, found no non-conformities. The team reviewed the assembly process and confirmed that the process control related to assembly operation are in place and in working condition. During the manufacturing of lot, all functional forces of syringe were measured on the instron machine and were found within the specification limit. The returned samples were also inspected for any blocked needle, no blocked needle was found. The functional force of customer returned samples were measured on instron utm machine, all values were found within the specification limit (instron report attached). Also, during the in-process quality check no defect was observed related to restricted movement / incorrect assembly / blocked needle which may cause the defect as claimed by the customer. The defect is not confirmed.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syr syringe 5ml ls 23x1 dn india bp had resistance in the syringe when loading fluids. No serious injury or medical intervention was reported.